Manufacturer narrative:
The cause for the (B)(6) compared to a (B)(6) is unknown. Siemens is investigating. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." Advia centaur xp (B)(6) reagent lot 070 (B)(4).

Event description:
(B)(6) advia centaur xp (B)(6) were obtained on a patient and considered (B)(6) compared to (B)(6). The customer performed repeat (B)(6). A second blood sample was drawn and advia centaur (B)(6). The second sample was tested on alternate (B)(6) methods and the (B)(6). A third blood sample was drawn, run on an advia centaur xp new reagent lot and the (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp (B)(6).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00024 on 02/09/16 for (B)(6) advia centaur xp hbsag ii results on a patient. On 04/13/2016 additional information: the patient sample was received for further investigation by siemens, and tested on two advia centaur hbsagii reagent lots. Results: hbsagii lot 109064 58.1 index ((B)(6)), hbsagii lot 109070 30.8 index ((B)(6)). The hbsagii (B)(6) results on the two reagent lots is the same observation as the customer. The sample was processed with a scantibodies heterophilic blocking tube (hbt), tested on the same two advia centaur hbsagii reagent lots, and the results were (B)(6). The (B)(6) results are indicative of a heterophilic interference. The instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00024 on 02/09/2016 for a (B)(6) result, and MDR 1219913-2016-00024 supplemental report 1 on 05/06/2016 concluding the investigation. On 06/23/2016 correction: there was a advia centaur xp (B)(4) reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.